Event description:
As reported to coloplast though not verified, patient was implanted with restorelle mesh. Later patient experienced pain, difficulty voiding, retracted mesh and recurrent cystocele. A revision of the mesh, repair of the cystocele defect and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.